Event description:
The customer reported they had two cases this past week where they had to re-zero the transducer numerous times during use. The pressures were abnormally low. Once the transducer was reset to zero, it would drift back to an abnormally low reading. No harm or injury was reported. The customer reported this happened five (5) times during one case last friday and two times during a case they had yesterday. The customer did not provide any additional info or clinical details for the additional events. Customer reported three (3) total defective devices. Customer is not returning any devices for eval/investigation. Therefore, this single report will be submitted.

Manufacturer narrative:
Device eval: the suspect device will not be returned for eval/investigation. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the eval is completed. Eval, method: device history record was reviewed. Conclusions: a follow-up report will be submitted when the device eval has been completed.